Event description:
The customer reported that last year an emt was carrying a (B)(4) battery in his arms with a broken tab. The broken tabs touched his metal watch and shocked him. There were adverse consequences.